Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient underwent and ipg replacement wherein the new ipg was sutured in the pocket to prevent the new ipg from moving in the ipg pocket on (B)(6) 2023. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after weight loss the patient began experiencing pain at the ipg site. Surgical intervention is planned to address this issue.